Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tinnitus ("ear ring all the time. Increased sensitivity to loud noises"), abdominal distension ("bloating - every day after around 5 pm"), loss of libido ("stole my libido"), general physical health deterioration ("health deteriorating"), feeling abnormal ("brain fog increase"), attention deficit/hyperactivity disorder ("adhd") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the medical device removal, tinnitus, abdominal distension, loss of libido, general physical health deterioration, feeling abnormal, attention deficit/hyperactivity disorder and depression outcome was unknown. The reporter considered abdominal distension, attention deficit/hyperactivity disorder, depression, feeling abnormal, general physical health deterioration, loss of libido, medical device removal and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and tinnitus and abdominal distention. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. New events added:loss of libido, general physical health deterioration, feeling abnormal, attention deficit/hyperactivity disorder and depression . New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tinnitus ("ear ring all the time. Increased sensitivity to loud noises"), abdominal distension ("bloating - every day after aroubd 5 pm"), loss of libido ("stole my libido"), general physical health deterioration ("health deteriorating"), feeling abnormal ("brain fog increase"), attention deficit hyperactivity disorder ("adhd") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, tinnitus, abdominal distension, loss of libido, general physical health deterioration, feeling abnormal, attention deficit hyperactivity disorder and depression outcome was unknown. The reporter considered abdominal distension, attention deficit hyperactivity disorder, depression, feeling abnormal, general physical health deterioration, loss of libido, medical device removal and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and tinnitus and abdominal distention . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tinnitus ("ear ring all the time. Increased sensitivity to loud noises") and abdominal distension ("bloating - every day after aroubd 5 pm"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the medical device removal, tinnitus and abdominal distension outcome was unknown. The reporter considered abdominal distension, medical device removal and tinnitus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal and tinnitus and abdominal distention. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.